Event description:
It was reported that a patient underwent a coronary artery bypass grafting procedure on (B)(6) 2011 and suture was used. The needle broke at the tip during continuous suturing under the skin. At that time, the surgeon had grasped the needle at the tip. No fragment remained in the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: a needle that broke at the point end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. Conclusion: a visual inspection was also performed on one loose needle returned for evaluation and there were no signs of manufacturing defects found on this needle.